Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was found damaged during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when inserting the catheter into the vessel, the hcp felt resistance and thus withdrew it, and then found that the catheter tip was damaged."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unrestricted unit with its original packaging. In addition, eight photographs were submitted which displayed similarities to that of the returned unit. Through the visual inspection, the catheter is observed being pierced by the needle near the tip. The reported issue was confirmed. This type of defect may occur during the manufacturing process due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100% vision inspection that is designed to reject units with this defect during manufacturing. It is also possible that the defect was caused by the user while prepping the device as required in the IFU instructions. Moreover, a needle piercing catheter would be very noticeable upon unit unpacking and venipuncture; if attempted, would be problematic and extremely uncomfortable, even painful. The most probable root cause would result from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was found damaged during use. The following information was provided by the initial reporter, translated from japanese to english: "when inserting the catheter into the vessel, the hcp felt resistance and thus withdrew it, and then found that the catheter tip was damaged."